Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had many problems with the foley catheters and had to wear even more padding due to heavy leakage anyway . The catheters used were already prefilled, however they were not lasting 3 months which were meant to do. When the catheters came out of their own accord which at the moment was very often the bubble which was blown up once the clip was removed had deflated slightly on one side but not completely . The user strongly felt that this was a manufacturing fault. The patient experienced the same problem a few years ago.

Event description:
It was reported that the patient had many problems with the foley catheters and had to wear even more padding due to heavy leakage anyway . The catheters used were already prefilled, however they were not lasting 3 months which were meant to do. When the catheters came out of their own accord which at the moment was very often the bubble which was blown up once the clip was removed had deflated slightly on one side but not completely . The user strongly felt that this was a manufacturing fault. The patient experienced the same problem a few years ago.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be insufficient latex strength, low/non-uniform rubberize thickness, wire pressing technique, stripping technique etc. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be insufficient latex strength, low/non-uniform rubberize thickness, wire pressing technique, stripping technique etc. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient had many problems with the foley catheters and had to wear even more padding due to heavy leakage anyway . The catheters used were already prefilled, however they were not lasting 3 months which were meant to do. When the catheters came out of their own accord which at the moment was very often the bubble which was blown up once the clip was removed had deflated slightly on one side but not completely . The user strongly felt that this was a manufacturing fault. The patient experienced the same problem a few years ago. Per follow-up information received from ibc on 30nov2022, stated that the location of leaks were from balloon.